Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 11-mar-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 50 mcg/ml at 14.989 mcg a day and bupivacaine 30 mg/ml at 8.9 mg a day via an implantable pump for unknown indication for use. It was reported that the patient had inadequate therapy due to suspected location of catheter tip. Catheter revision to improve the anatomical position of catheter tip. Previous 8780 catheter system was fully explanted by dr staudt and new 8780 sn (B)(6) was placed at desired anatomical location. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight was 217 and medical history was asked but made unknown.